Event description:
It was reported impedances readings were <250 ohms on 4 & 6 (76 ohms) and >4000 ohms on some of the bipolar pairs c & 5, 4 & 5, 5 & 6, 6 & 7. Therapeutic impedance was 414 ohms. The patient did appear to have some symptom relief depending on the programming of the device. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).